Event description:
A guidewire crossed the lesion and the lesion was pre-dilated. Then, a 3.0x33mm cypher stent was being delivered to the lesion, however, the physician had difficulty advancing the cypher, due to severe calcification. When the cypher was removed from the pt, the proximal end of the stent was noted to have flared struts. Therefore, the physician did not continue to use the product. Another cypher was delivered using a total occlusion dio dilation catheter. The cypher was successfully implanted. There was no pt injury reported. The physician did not indicate any anomalies prior to use. The pt was admitted for a procedure in 2009, with a 99% lesion in the mid left anterior descending branch. The lesion was de novo, heavily calcified and moderately tortuous.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.